Event description:
Customer reported a pump over infused. Home pt was scheduled for 6 doses of 30 minute duration to be given over 24 hours. Total bag volume was 600 ml with 40 ml overfill. Home patient reported pump was in kvo mode. Time into infusion was 20 hours. There was no report of patient injury or medical intervention being required. Clinician replaced pump and continued therapy.